Event description:
It was reported that during a procedure to implant a left ventricular lead, the coronary sinus was dissected. The implant was abandoned. No further patient complications have been reported as a result of this event.